Event description:
It was reported the lcsc5 with the hp052 was used during a laparoscopic gastric bypass. It was reported by the rep that the surgeon had problems with the lcsc5 from the beginning of the case with the instrument's first use. From the onset of use, there was a steady tone when tissue was grasped in the jaws and the power applied. Once the jaws were slightly opened it would beep normally and function fine. It did this every time it was activated. The case was completed with another device and with no pt consequence.